Manufacturer narrative:
(B)(4). The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a moderately tortuous and calcified, eccentric, de novo, 99% stenosed lesion in the mid left anterior descending artery. Pre-dilatation was performed and the 3.5 x 15 mm xience prime stent was deployed. After the stent was implanted, a distal edge dissection was observed. An additional 3.5 x 12 mm xience prime stent was implanted to treat the dissection. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.